Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms, loss of capture (loc) at max outputs and no rv pacing. Technical services (ts) discussed options with the field representative. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms, loss of capture (loc) at max outputs and no rv pacing. Technical services (ts) discussed options with the field representative. This rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned. No additional adverse patient effects were reported.